Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, g.3, h.6.

Event description:
Healthcare professional additionally reported "posterior wall of the capsule was densely adhered to the ribcage." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight to the spec, opening, crease fold, wear abrasion. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Healthcare professional additionally reported "posterior wall of the capsule was densely adhered to the ribcage." Device has been explanted.